Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a high-pressure alarm. Programming settings showed reservoir volume was 91.3 ml, continuous rate 2.6 ml, amount given 158.6 ml. The caller denied any bends, kinks, or closed clamps on the tubing line. Gentle fingertip pressure was applied to the port site, but the alarm was not resolved. The tubing was clamped, the cassette removed, gently tapped on a firm surface, the tubing massaged, and the cassette reattached. The pump was restarted, but the alarm returned. The tubing was checked again for any obstructions, but none were noted. Fingertip pressure was applied to the port site, but the alarm remained unchanged. The pump was powered off and the tubing clamped, and the caller was instructed to contact the clinic for further instructions. The caller verbalized understanding. According to the caller, they were unable to locate the type of chemotherapy the patient was on. The event occurred while in use with a patient at the patient¿s home. There was a patient involved, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.